Event description:
It was reported that stimulation was not effective and the patient's health care provider (hcp) planned to "change." It was noted that a revision was done because the device had reached end of life (eol) and had normal battery depletion. It was further reported that the device was changed to a restoresensor and the leads were revised. It was noted that the #9 electrode was the only one out of range. It was further noted that the patient had developed a lot of scar tissue at the spine incision and the patient's hcp decided to replace the entire system at the time of the revision. It was also noted that the lead was placed at t8 and the device was implanted in the right buttock. It was also noted that the patient requested to have a restoresensor and that the surgeon wanted to move the leads "down a level or two" to minimize leg stimulation because the patient only needed stimulation in her feet. It was also noted that the patient has a separate system for her hands. The patient reportedly had no injury and recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 377845, lot# v015047. Product type: lead: product ID 377845, lot# v015047. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: extension. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.